Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd preset¿, the device experienced difficulty when activating the safety feature. This event occurred once. The following information was provided by the initial reporter. The customer stated: risk of blood exposure accident (bse) when removing the needle and cap does not fit properly when closing the syringe.

Event description:
It was reported when using the bd preset¿, the device experienced difficulty when activating the safety feature. This event occurred once. The following information was provided by the initial reporter. The customer stated: risk of blood exposure accident (bse) when removing the needle and cap does not fit properly when closing the syringe.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-26. H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by functional testing, attaching the hemogard cap to the syringe, and the indicated failure mode for loose cap with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose cap. Bd was not able to identify a root cause for the indicated failure mode.